Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on mega needle driver instrument was torn. The procedure was completed with no reported injury. On 12/17/2024, isi contacted the nurse and obtained the following additional information about the complaint: the mega needle driver instrument was inspected prior to use with nothing out of ordinary to be noted. When the issue was noted, surgeon was performing suturing. The instrument did not collide with other instrument or tool during procedure. The issue was not related to opening/closing or left/right (yaw) motion of grips. The issue was also not related to up/down (pitch) motion of the wrist. There was 1 cable protruding at distal end of instrument. No fragment(s) fell into patient anatomy. The instrument was available to isi for return.